Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a low reservoir alert on the screen but he was unable to clear it and was unable to get any insulin. Customer stated that he has been having issues with the pump not responding since (B)(6) 2015. Customer stated that he was released from the hospital for issues that were unrelated to the pump. Customer's blood glucose was 268 mg/dl. Customer stated that the act and esc buttons were not responding. Customer stated that he has syringes as a back-up plan and he treated with 10 units of novolog. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.